Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. She reported she was still having shocks. No further complications were report ed/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient was feeling shocks at the implant site occasional and it was becoming more frequent. It was also mentioned that the patient was experiencing recharging issues. It was recommended that the patient follow up with their primary healthcare professional. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that their implant was still shocking them. Again they were redirected to follow-up with their healthcare provider. No further complications were reported/anticipated.